Event description:
During e.t. Intubation for elective surgery, the anesthesiologist was advancing the lidocaine topical infusion device (lta) through the et tube, and the plastic tip broke off in the pt's trachea. Unable to visualize it with direct laryngoscopy, a pulmonologist was emergently contacted and arrived to perform a bronchoscopy to remove the broken tip, which was in her right mainstem bronchus. After multiple attempts, they were able to remove the plastic tip.